Event description:
The pt reportedly experienced pain at the implant site. The pt was seen for medical eval. There was a wound observed at the implant site and loss of skin. The decision was made to explant the device.